Event description:
It was reported when using the bd pyxis medstation es system drawer failed. The customer added that during this malfunction the user was unable to retrieve medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective printed circuit board assembly. The field service engineer replaced printed circuit board assembly and retractor band to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Section b4 - corrected date of this report.